Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified radial vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was inflated twice for 10 atmospheres (atm) and 12 atm with 30 seconds each inflation. However, during second inflation at 12 atm, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.